Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal obstruction is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized in the intensive care unit due to vomiting and suspected hematemesis. A gastroscopy was performed, which did not show the source of the bleeding, but it was discovered that the j-tube was located in the duodenum, which had caused an obstruction. The j-tube was re- positioned in order that it could travel to the small intestine by way of peristalsis. It was concluded that the vomiting was caused by the gastric retention due to the j-tube blocking the passage in the duodenum.